Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized due to hypoglycemia. The cause of death was hypoglycemia. The caller stated that the customer did not have any other issues that may have contributed or led to their passing. The customer¿s blood glucose was 10 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected 2 days prior to passing, at the time of hospitalization. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Findings: insulin pump not received stuck in manufacturing mode. Unit received with duracell procell alkaline battery installed (1.047 volts). Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Unit uploaded properly using carelink pro. The information provided was incorrect with the initial report. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Correction: the caller returned the insulin pump for analysis.